Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the endoscope was loaded first, then the vasoview hemopro 2, it was immediately visible that one of the metal loops in the mouth was loose. They opened a new set, there was a 5 minute delay. No harm to the patient.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,e3,g3,g6,h2,h3,h6,h11

Event description:
The hospital reported during an endoscopic vessel harvesting procedure, that the endoscope was loaded first, then the vasoview hemopro 2, it was immediately visible that one of the metal loops in the mouth was loose. The heater wire was loose. They opened a new set, there was a 5 minutes delay. No harm to the patient reported.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- patient code changed to 4582. The device was returned to the factory for evaluation on 12/11/2024. An investigation was conducted on 01/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000425388 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.